Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported a high reading issue with the adc device. The customer reported a sensor reading "in the 400 [mg/dl] range, and self-treated with insulin (dose/type unknown). After several hours, a capillary test result of 83 mg/dl was obtained against sensor reading of 390 mg/dl. However, customer indicated no adverse symptoms and no further self or third-party treatment. Based on the information provided, there was no report of serious injury associated with this event. Customer was contacted a provided the following comparisons of sensor against reader's built-in meter: 395 mg/dl and 285 mg/dl sensor compared to 83 mg/dl and 83 mg/dl built-in meter. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported a high reading issue with the adc device. The customer reported a sensor reading "in the 400 [mg/dl] range, and self-treated with insulin (dose/type unknown). After several hours, a capillary test result of 83 mg/dl was obtained against sensor reading of 390 mg/dl. However, customer indicated no adverse symptoms and no further self or third-party treatment. Based on the information provided, there was no report of serious injury associated with this event. Customer was contacted a provided the following comparisons of sensor against reader's built-in meter: 395 mg/dl and 285 mg/dl sensor compared to 83 mg/dl and 83 mg/dl built-in meter. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.